Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals using the alternate sensing vector. The patient was examined and after reviewing the data for the sensing vectors, no further issues were noted, with the device reprogrammed to the secondary sensing vector. At a later date, another shock was delivered so x-ray imaging was performed and it was noted the systems electrode had migrated when compared to its implant position. Additionally, it was noted there was a low amplitude for the patient's rhythm. The s-ICD system was removed and the patient received a wearable cardioverter defibrillator while they were hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals using the alternate sensing vector. The patient was examined and after reviewing the data for the sensing vectors, no further issues were noted, with the device reprogrammed to the secondary sensing vector. At a later date, another shock was delivered so x-ray imaging was performed and it was noted the systems electrode had migrated when compared to its implant position. Additionally, it was noted there was a low amplitude for the patients rhythm. The s-ICD system was removed and the patient received a wearable cardioverter defibrillator while they were hospitalized. No additional adverse patient effects were reported.